Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment screw loosened in the patient's mouth. A new screw was ordered to replace the loose screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d1: brand name. D4: catalog number.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage. The device was in good condition. Functional testing to recreate the reported event could not be performed due to the nature of the event. The device had been placed on tooth #3 for approximately 17 years. X-ray or picture images were not provided. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Complainant reported that the screw loosened. The reported could not be verified. - the product was returned. However, the reported complaint could not be verified as the exact details of event are unknown. A root cause for this complaint could not be determined. The following sections have been updated: d1: brand name d4: catalog number d10: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.